Event description:
Reporter alleged obtained a result of 286 mg/dl on the aviva system. Reporter stated that she tried to test again with expired strips on the aviva system and got an error message. Reporter stated that some time in the next 24 hours, her husband was unable to revive her and called for an ambulance. Reporter stated that she was taken to the hospital and both the paramedic and the hospital obtained a 1209 mg/dl result. Reporter stated she was given an unspecified amount of insulin at the hospital and then sent to a second hospital where she was admitted and given 20 units of humalog with meals and 40 units of lantus thrice daily. Reporter stated she awoke several days later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.